Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. This reported event could not be confirmed due to the electrosurgical generator did not startup even if power switch pressed. A root cause could not be identified. Based on the results of the investigation, it is likely electrosurgical generator problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the generator had an e234 error. The issue was observed during a therapeutic endoscopy/polypectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name (full name): (B)(6). E2 address (additional info): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.